Event description:
The medtronic paradigm insulin pump has a design flaw that could have serious implications during use of the pump. The paradigm pump has a floating reservoir design. If pressure is placed on the end of the reservoir insulin is delivered without the pump user knowing that the insulin has been delivered. This can lead to severe hypoglycemia. I have contacted medtronic on several occasions about this problem but I have not had any satisfaction with a response. Dates of use: currently being used. Diagnosis or reason for use: type 1 diabetes.